Manufacturer narrative:
Additional FDA product codes: kra, dqe, dqo. The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during patient use, a swan-ganz catheter showed unstable blood temperature values. After the issue was observed, the cco cable was tested and passed. No issues with the catheter, such as occlusion, leakage, or kinking, were observed. The issue was resolved by replacing the catheter. No treatment or intervention was performed based on the unstable values. No further information is available. There was no allegation of patient injury.